Event description:
The user facility reported that a patient of unknown age and gender was implanted with an impella cp pump for mechanical circulatory support. During implant, an artery aneurysm of the right femoral was detected. The pump was subsequently explanted and a new impella pump was inserted for patient support.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device was not possible. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results.

Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed. The device was not returned for investigation. The root cause of the vascular damage - peripheral vessel issue was most likely patient condition related. Reported unknown relation to impella.